Manufacturer narrative:
The actual/suspected device was returned for investigation. Based on the information provided for this particular product code with lot number 20dhh775 this product was manufactured on april 20, 2020 during the second shift. The device history record was reviewed and no quality issues were reported. Additionally, we reviewed our batch history record and no quality issues of this nature were reported. The returned actual/suspected device was evaluated and the reported issue was not confirmed. The evaluation revealed no condition was found in our process that could cause the reported defect. According to our investigation and actual/suspected device evaluation, we verified that these devices are made with qualified, tested, and approved materials for the product code provided. In addition, a review of our records revealed all operators are certified in their respective operations. The reported issue was not confirmed; therefore, no correction actions were implemented. We will continue to monitor trends and utilize the information as part of continuous improvement.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Consumer reported allergic reactions to the mask and history of allergies. She reports never having to wear a surgical mask before, but now wears the mask for at least 12 hours during her work day and is having breathing problems such as coughing, asthma-like symptoms. She is the only one having an allergic reaction.